Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the spinal cord stimulation (scs) patient needed his battery relocated due to initial poor placement which led to charging difficulties. The patient underwent a procedure in which the battery was replaced and relocated. The explanted device will not be return for analysis. No additional adverse patient effects were reported.